Event description:
We received information regarding an adverse event that occurred at an unknown (B) (6) hospital during a bivalirudin clinical trial from another company where an angio-seal was used. The hospital's name would not be disclosed to sjm due to clinical trial parameters. It was reported that the patient received an angio-seal post percutaneous coronary intervention (pci) with coronary angioplasty (ptca) procedure at the right femoral arteriotomy. The patient was discharged. Six days post procedure, the patient was admitted from the emergency room for right leg pain. The patient underwent an angiogram where a subtotal stenosis of the right femoral artery at the puncture site was diagnosed. A balloon angioplasty was performed and the patient recovered. Attempts to obtain additional information was unsuccessful.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.